Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. Investigation revision: following reception of the service report, then de defective spare part. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the pump triggered an error 43. The display board has been changed that solved the issue. The display board was sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Following visual inspection, cross-tests were performed and the display board is functional. Therefore the root cause of the reported event could be linked to another part (or link to the board connection) that can only be tested with its associated device. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.

Event description:
The following has been reported by customer: error 43-0001: (lcd communication failure). Error message kept popping up on one of the IV pumps in the clinic. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.